Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot tests were performed. Functional tests were performed and passed relevant testing except for serial number verification. The receiver log was downloaded. An initialization issue was not found within the investigation window. Hw fault and alert system check fail observed within the investigation in receiver log. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.